Event description:
A 8 mm diameter x 30 mm length bridge assurant biliary stent system was inserted into a pt for the treatment of the left subclavian artery. The pt's vessels were reported to be moderately tortuous with severe calcification. Lesion stenosis was 80%. It was reported that the physician was unable to access the lesion using the brachial approach. Using the femoral approach the artery was accessed. The device was inserted through a jr4 7f launcher guide into a severely tight lesion. They were unable to advance to the intended lesion site. The guide catheter and stent delivery system were removed from the pt. The physician inserted another guide wire and another sheath. The sheath was 20 mm short of the intended lesion site. The stent was re-inserted into the pt, and after exiting the sheath the stent encountered stenosis and came off the balloon. The physician was unable to snare the stent. The physician inserted a 7 x 30 bridge assurant stent via the brachial approach, intending to crush the 8 x 30 bridge assurant stent against the wall. Using the 7 x 30 stent the physician was able to move the 8 x 30 stent back to the sheath where it was surgically removed. No additional sequelae were reported and the pt is reported to be fine. The delivery system was discarded and will not be returned to medtronic.